Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified a failed vertical column power supply. Power supply replaced. The system was tested and found to be working as intended. System placed back into service.

Event description:
It was reported that there was intermittent vertical column travel on the 9800 system. No patient injury was reported.